Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized a day after the event onset. The day after the event onset, the patient was treated with vancomycin (2 grams, once a week and route not reported) and amikacin (250 mg, once a day and route not reported) for peritonitis. On an unknown date, antibiotic treatment with vancomycin and amikacin were stopped. On an unreported date, the patient began treatment with meropenem injection (intravenous, dose and frequency were not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.